Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had an autofill issue. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse that evaluated the unit did not find any problems and was unable to reproduce the reported issue. The fse then performed all functional and safety checks to factory specifications. The unit was the returned to the customer and cleared for clinical use.